Manufacturer narrative:
Our field service engineer investigate the ventilator on site. The inspection revealed that the circuit board was defective and that the issue was resolved by replacing it. After the replacement, the compressor mini was returned to customer in good working condition. The root cause is considered to be a random intermittent component failure without any design or manufacturing issue. This event occurred on india market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date in the initial report, correspond to device involved in the event, which is "compressor mini 230v". A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). Catalog # - previous catalog #: 6481787. Corrected catalog # for the compressor mini 115v is 6481779.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the compressor generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).